Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's family member reported via phone call indicating that the customer experienced high blood glucose of over 400 mg/dl the customer did not mention any form of treatment for their blood glucose levels. The caller was not in the hippa contact list. The caller was advised to have the customer call back to provide further information about the issue.